Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced low blood glucose while using the ilet bionic pancreas after accidentally announcing multiple meals within a short period; the agent identified repeated meal announcements as the likely reason for difficulty regulating glucose and provided education on correct use and low treatment practices, including oral glucose. Symptoms included hypoglycemia with readings as low as 60 mg/dl, and the patient reported no symptoms despite low values. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device-related findings and insufficient information regarding a specific device component or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was not established.